Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 266, 236, 271, 195 and 200 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had a previous doctor's appointment because she does not believe the meter is working properly. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/24/2023 and open vial date was not disclosed. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 222 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 266 mg/dl date:(B)(6) 2022 time: 3:18pm fasting, result 2: 236 mg/dl date:(B)(6) 2022 time: 9:25am fasting, result 3: 271 mg/dl date:(B)(6) 2022 time: 2:46pm fasting, result 4: 195 mg/dl date:(B)(6) 2022 time: 8:11am fasting, result 5: 200 mg/dl date:(B)(6) 2022 time: 10:18am fasting.

Manufacturer narrative:
Sections with additional information as of 06-jan-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-061: storage outside specifications.